Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, while the patient was in the hospital, it was noted on the patient¿s history screen that a pump stop had occurred. The patient stated that he saw his numbers go to "0" when it alarmed. Education was provided for the nurse and the patient, and they were told that the pump should never stop and to call the vad coordinator immediately, if it does. The patient switched to his backup system controller. The patient remained asymptomatic during the event. It was also reported that the health professionals were not present when the pump actually stopped, but the nurse had noted that the patient¿s white cable was loose prior to the pump stop event. They did not feel that the patient¿s power was completely disconnected.

Manufacturer narrative:
The system controller was returned for evaluation. The reported event of a pump stoppage was confirmed based on the information recorded in the log file. On (B)(6) 2015, a speed reduction to 0 rpm was recorded and was accompanied by low speed hazard and motor stopped alarms. The recorded time stamp revealed that the event was present for approximately 3 seconds. The remaining data revealed that the system regained the desired set speed and there were no other atypical events recorded. The system controller was functionally evaluated while connected to a mock circulatory loop and the atypical pump stoppage was not reproduced. A root cause for the system stop was unable to be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 9 days. The device was returned for investigation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.